Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after two dental implants were installed in intraoral region #28 and #30 it was verified their non-osseointegration .